Event description:
It was reported that during replacement of a transvenous pacing system, dislodgement of the right atrial (ra) leadless pacemaker (lp) was noted while explanting the old right atrial lead. The ra lp was observed in the tricuspid valve and further migrated into the groin area. The ra lp was successfully retrieved and a blood clot was observed on the helix. The ra lp remains explanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement during implant, post tether mode was not confirmed. Visual inspection noted the outer helix was normal and the inner helix was not within specification. The inner helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to dislodgement during implant post tether mode.